Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician but, due to the improvement in the patient¿s health, the physician elected not replace the device. The tachycardia therapy was disabled. There were no patient symptoms.